Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 6 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in our stock. Received six closed samples and one open sample with one needle detached from the thread, and the other needle attached to the thread (reference with double needle). Tested the needle attachment of the closed samples received and the results are: 0.118 kgf in average and only one of the samples does not fulfil the minimum (ep requirement: 0.050 kgf in average and 0.025 kgf in minimum). According to the requirements of the european pharmacopoeia (ep), 1 low value in 15 tested units is accepted, but there are not enough samples to conclude about complying to ep. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, it is consider that this is an isolated unit. Final conclusion: six closed samples are not enough to conclude about complying to european pharmacopoeia (15 samples are needed). Nevertheless, note is taken of this incidence and if more closed samples are received in the future, the case will be re-opened and analysed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. A credit note as a quality courtesy will be issued for the samples sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: united kingdom. Needle detached from suture without any force, described as "needle fell off".